Event description:
It was reported that the customer was hospitalized due to high blood glucose. It was stated the customer can only see half of the screen and troubleshooting could not be performed as the display is partially black. No further information was provided.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform the basic occlusion test, occlusion test and excessive no delivery test due to prime/fill anomaly. The insulin pump had missing segments, problem isolated to lcd board. The insulin pump passed the displacement test and error test. All operating currents are within specifications. Off/no power alarm functions properly. The insulin pump had a scratched display window and a missing end cap sticker. No black screen noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.